Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned, indicating the device was fully deployed. It was also noted that the catheter was kinked at the middle section and was unraveled at the most distal section. Microscope examination was performed, and it was confirmed under high magnification that the hypotube was detached at the most distal section of the control wire and there were marks found on the bushing. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled and the flattening wire was confirmed to be within specification. A dimensional analysis was also performed on the hooks of the bushing, and both sides were found to be out of specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. It was noted that it was a difficult location to place a clip, as the site was perpendicular to the colon wall. Reportedly, the physician managed to release the clip by moving the endoscope and the clip catheter. It was also noted that the coil was unraveled at the tip of the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. It was noted that it was a difficult location to place a clip, as the site was perpendicular to the colon wall. Reportedly, the physician managed to release the clip by moving the endoscope and the clip catheter. It was also noted that the coil was unraveled at the tip of the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.